Event description:
Follow-up revealed the patient's leads were explanted and replaced on (B)(6) 2016. During the procedure, the ipg was electively explanted and replaced with a different model. The issue was resolved by surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient has two leads from the same lot. It was reported the patient could no longer receive effective stimulation. An impedance check revealed invalid impedances on both leads. Programming was attempted but could not provide resolution. As a result, the patient will undergo surgical intervention.